Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that the patient died. Vascular access was obtained via femoral artery. The 90% stenosed target lesion with a bend of >45 and <90 degrees was located in the severely tortuous and moderate to severely calcified left anterior descending artery. A 20 x 2.25 promus premier drug-eluting stent was advanced and successfully implanted. However, during stent post-dilatation, the artery got perforated and the patient died.